Event description:
It was reported that an er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips scissored. A new applier was used to complete the case. There was no consequence to the patient.